Event description:
It was reported that the distal tip of the driver fractured during surgery. The driver fractured while tightening a revision nut. The broken tip did not fall into the pt. No pt complications were reported.

Manufacturer narrative:
(B) (4): the driver was returned for eval. Visual examination found the driver tip was broken from the base of the self retaining tab to the self retaining tab on the opposite side, approximately 180 degrees apart. The fracture appears to have initiated at the corners of the self-retaining tabs, which functioned as stress risers. Microscopic examination of the fracture surface reveals a quasi-brittle fracture surface with no evidence of torsional overload or fatigue. River lines on the fracture surface are consistent with brittle overload of the instrumentation. A review of the device history records did not identify any applicable nonconformance to specification.